Event description:
It was reported that the on implant punch handle became bent and the on coring tube broke within the femur during surgery on (B)(6) 2014. It was noted that the surgeon was able to remove all fragments of the coring tube without harm to the patient; the surgery was delayed by 5 minutes. The surgeon also utilized a depuy instrument to complete the surgery from lateral to medial.

Manufacturer narrative:
Investigation is in progress.